Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and a manufacturer representative (rep) regarding the patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the patient met with a manufacturer representative (rep) last month for programming. The patient stated the programming is not helping relieve their pain and the patient is having to take pain pills. The patient stated that the therapy/device is not working as well as it did in the beginning. The patient confirmed the issue started last month. Factors that may have led to this are patient compliance and patient habitus. The patient is unable to reach behind to adjust intensity by himself. The patient's daughter needs to adjust the intensity. The patient's electrode 8 is out, and has impedances greater than 10k ohms. The patient was reprogrammed around the out of range electrode. No further complications were reported. No additional patient symptoms were reported.